Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.